Event description:
It was reported that the patient presented to the emergency room with fatigue and shortness of breath. Upon examination, it was noted that the pacemaker was in backup vvi mode. Programming changes were made, and the patient was stable.